Event description:
It was reported that the pump was nearing elective replacement indicator (eri). The pump was replaced. There were no patient symptoms. The device system was used to deliver dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n076144, implanted: (B)(6) 2006. Product type: accessory: product ID 8596, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter: product ID 8709, lot# l69915, implanted: (B)(6) 1999. Product type: catheter. (B)(4). Analysis of the pump ngv020720n revealed a pump motor gear train anomaly involving corrosion and/or wear and/or lubrication. Analysis also revealed a pump motor gear train stall due to gear pinion. It was noted that the pump logs showed multiple motor stalls and recoveries. During destructive analysis significant residue in the pinion of gear 1 and on gear three's o-ring located on top bridge assembly was found. There was also significant resistance when trying to turn gear three when isolated from the rest of the gear train manually.